Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 301 mg/dl. During system check with tandem technical support, there were air bubbles observed near the end of the cartridge tubing, and the beginning of the infusion set tubing. Tandem technical support educated the customer regarding air bubbles. The customer declined any troubleshooting regarding the reported issue.